Event description:
Caller reported blood glucose results of 174 mg/dl, and 90 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.